Event description:
It was reported that the health care professional (hcp) requested a review of a stored treated episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) provided a review of the event, and oversensing of noisy signals appeared to be cause for the inappropriate shock. Ts recommended in office evaluation and attempt to recreate while assessing other sensing vectors as potential options. Ts discussed possible reprogramming options. This sicd system remains in service. No adverse patient effects were reported.